Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Ans was advised in 2009, that the patient was implanted with an scs system five days prior. The patient was diagnosed with arachnoiditis and had suffered from back and leg pain for several years. The surgical lead was placed at t8-t9 and the lead placement was verified. Post operative, the patient experienced pain from his chest down to his belly area, which finally settled in his belly area. After four days, the patient was still in pain and could not touch his belly. Additional information was requested by customer support on 6/11/09. It was reported by the rep, the surgeon consulted with other neurosurgeons and concluded that pain in the stomach has been known to occur in some patients. Ans consulted with a physician and his opinion was relayed to the rep, who communicated the physician's opinion to the surgeon. Follow-up on the patient found his belly area was still painful, but the area has reduced in size and the pain was less severe. Six days later, follow-up on the patient found he is doing better with less pain in his belly area.